Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two devices the clips were not closing down onto the tissue. A third device was used to complete the procedure. No adverse consequences reported. Both devices were discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.